Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to function within specification in relation to the reported undetected upstream occlusion. A review of the event history log identified zero occurrences of ¿upstream occlusion!" However the log cannot be used to determine if there was an occlusion in the line that went undetected. The evaluator found the pump able to recognize an upstream occlusion when introduced. The pump functioned as intended and no correction is required. The blue side key clamp was clamped during the therapy. Use errors and proper user instructions are addressed in the ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "drip was not running, pump rate was increased to do what the medicine should've done and no change in blood pressure" during therapy in the intensive care unit (medication, dose, programmed amount and delivery rate unknown). It was noted that the slide clamp above the pump was clamped and the spectrum pump did not detect the upstream occlusion and never alarmed that there was an occlusion above the pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.